Event description:
The customer reported flags of l1, l5 and p2 generated by the cell-dyn emerald analyzer with low platelet patient results. The patients were diagnosed with leukemia. The customer provided data from one patient sample. A result of 25 k/ul was generated from a capillary tube and repeated at 30 k/ul. A result of 30 was also generated with a veno-puncture sample. A sodium citrate tube sample was then tested from the same patient and a result of 47 k/ul was generated. This same sample (from veno-puncture tube) was tested at a reference lab and a result of 9 k/ul was generated. Additional patient data was provided as follows: example 1, patient 1, generated plt results of: 25 k/ul, 30, 30, 43, a result of 9 was generated from the same sample at a reference lab. Example2, patient 1, generated plt results of : 25 k/ul, 36, 24, 34, results of 2 and 3 were generated from the same patient sample at a reference lab. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was conducted in order to investigate this issue. The data submitted by the customer was reviewed along with the historical data and labeling. Review of product historical data did not indicate an issue similar to this incident. Review of the information and submitted data showed the sample came from a leukemia patient. Laboratory tests and smear review results showed the sample was abnormal and results were invalidated or contained numerous flagging. Samples from leukemic patients are known to have disintegrating fragile cells which generate cell fragments. The possibility of cell fragments being counted as platelets could not be eliminated as possible likely cause for the higher than expected plt results. The submitted cell-dyn emerald quality control data showed the cell-dyn emerald is performing within specifications based on the investigation, the cell-dyn emerald is performing as designed. The customer's incident was related to a pathological sample which contained interfering substance and condition that would affect sample processing. The customer was referred to the cd emerald system operator's manual which provides adequate guide and information related to troubleshooting data-related problems and operational precautions and limitations when presented with samples containing interfering substances and conditions.